Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with failure code 808:07 was confirmed during product evaluation. The root cause was determined to be an inoperable pump head module (phm). The phm was replaced to correct this condition.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with an 808:07 failure code. It is unknown when this condition occurred. Upon review of the event history, the failure code was found to have interrupted delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Upon review of the event history, the failure code was found to have occurred on (B)(4), 2011.